Manufacturer narrative:
H6; code 400: fully fired. Visual inspections & results: batch number ab j00l5k c j00, cartridge pan in place/condition abcde yes, condition of drivers ade goos bc rolled, lockout tabs on pan condition abcde fired, position/condition of wedge sleds abcde fired. Analysis conclusion: based upon the info received and the visual examination, it was concluded that cartridge a, d, and e were returned fully fired and in good physical condition. Cartridges b and c were returned fully fired with rolled drivers. No conclusion could be reached as to how the drivers had become rolled. No conclusion could be reached as to what may have caused the reported incident. No testing could be performed as the cartridges were returned fully fired.

Event description:
The device was used during a v.a.t.s. Procedure. It was reported by the affiliate that on the second firing, the staples malformed (staple on staple). A new device was used to complete the case. There was no pt consequence.